Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with pre-operative diagnosis of compression fracture. It was reported that intra-op, the cement leaked into the spinal canal during insertion. There was no hurt to the posterior wall or pedicle. There was no delay in overall procedure time. Patient symptoms or complications as a result of this event is unknown.